Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and found the sample transfer unit was defective. The fse replaced the sample transfer unit to resolve the issue. The fse verified the analyzer resumed to normal operation. Section a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results with a g flag on their dxc 700 au clinical chemistry analyzer. The customer did not provide the affected chemistries. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.